Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-66016.

Event description:
Customer reported the customer had all ready called to report the hospitalization and the device had passed troubleshooting. Now the device had a blank display and the doctors don't want her to use the device. Customer requested the device to be replaced. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.